Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative went onsite and stated that the multi-function cable was not plugged into the test port when the customer attempted to do the 30 joule self test and this is the cause of the customer's report. This report has been attributed to improper use of the device by the end user.